Event description:
It was reported that the device had failed battery conditioning, frozen at 00:00hrs after charging with different circuits. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of will not charge battery was not confirmed. On 30-dec-24, pcu was received unboxed and with paperwork. Battery tested bad. Recorded logic board errors and battery log errors. Unit failed battery reconditioning and charging overnight. Bad battery and corrupted logic board. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace battery and logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed battery conditioning, frozen at 00:00hrs after charging with different circuits. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.